Event description:
It was reported the customer had excessive no delivery alarms on their insulin pump. Customer stated they were able to resolve the alarms with a complete set change. It was later reported the customer had frequent no delivery alarms while priming and during bolus and basal deliveries. Troubleshooting found insulin was able to exit with a fixed prime. The customer also stated their cannula was not bent upon removal of their infusion set. Troubleshooting also found the customer received a no delivery alarm during a bolus with a new infusion set. The customer requested a replacement insulin pump. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.